Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tight and calcified superficial femoral artery. A 4.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilation. During inflation, the balloon burst. The procedure was completed with this device. There were no patient complications as a result of this event.